Event description:
Additional information: it was later added three months after the initial report was made that the medication the patient had in his drug administration system (das) was prialt. The healthcare provider (hcp) was unaware of the previously mentioned side effects, the patient had gangrene from a previous surgery. It was noted that the patient "had no issues with the prialt." It was then added that the patient began prialt on (B)(6) 2012. The patient had "greater than 8 back surgeries." The hcp reported there "was no record/documentation in the patient's chart regarding the patient experiencing gangrene in the lower stomach as either an adverse event or as a result of previous surgery."

Event description:
The development of gangrene in the lower stomach was reported. The patient was subsequently hospitalized for one month to treat the gangrene. The medication used within the system was prialt. The event was noted to be resolved. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.